Event description:
(B)(4). It was reported that side branch event occurred. In (B)(6) 2013, the patient presented with myocardial infarction and was referred for elective cardiac catheterization which revealed two target lesions. The first target lesion was a 90% stenosed lesion located in the 2nd obtuse(ob) marginal that was 8mm long with a reference vessel diameter of 2.25mm. The first target lesion was treated with predilatation and placement of a 2.25x12mm study stent. The second target lesion was an 80% stenosed lesion located in the mid left anterior descending artery that was 8mm long with a reference vessel diameter of 2.25mm. The second target lesion was treated with predilatation and placement of a 2.25x12mm study stent followed by post dilatation which resulted to 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, baseline core lab angiography result revealed 0% side branch stenosis at the 2nd ob marginal. Post procedure angiography revealed 85% branch percent stenosis in 2nd ob marginal.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).